Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) for the reported failure can be attributed to supplier manufacturing issue.

Event description:
It was reported that the device cannot hold the pressure. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 09-apr-2021 -sac received further information that during anterior cruciate ligament reconstruction the pump delivers irrigation fluid without any control, the pressure control sensor is defective. There has been high amount of irrigation fluid in the joint and surrounding tissue, as the pump was in continuous irrigation mode without pressure detection. The surgery was finished successfully with a new device with the same part number and the main tubing ar-6420cl. It was not necessary to switch the surgical technique or do a second surgery. No further information received. ***update, 27-apr-2021 -sac received further information: -what was the tubing (part/lot) that was being used with the pump? Tubing has been discarded after the surgery -what were the settings of the pump? Pump was running with 50 / 70 -were any alarm/error message received during use and if yes, please explain? No alarm before and during surgery -was a clamp test performed yes, but pump was still running. -is the tubing available to return with the pump for evaluation? If not, why not? Tubing has been discarded after the surgery -what is the condition of the patient? There have no patient effect or consequential damages been reported. -how was the fluid removed from the patient? Pump pumped through the excess fluid when the surgery was finished. *** 19-may-2021 update dw further information were provided that an initially used ar-6420cl was replaced with a new one to finish the surgery successfully.